Manufacturer narrative:
Customer reported that head error message appeared on the machine. No patient was involved a getinge field service technician was onsite and investigated the unit in question on 2021-07-02. The fst found that the belt kit was defective. The problem was resolved by replacing the belt kit. A system check has been performed to factory specification. The device was handed over to the customer in good working condition. The reported failure "head error" was investigated in a previously complaint on 2020-05-28. The following causes can be considered as the cause of the defective belts: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. Thus the reported failure could be confirmed. The product in question was produced in 2017-10-30 the review of the non-conformities during the period of 2017-10-30 to 2021-11-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump displayed the error message "head error". No patient was involved. Complaint #(B)(4).